Event description:
It was reported that the emboshield nav6 retrieval catheter could not be advanced through the carotid stent. A second retrieval catheter was used to retrieve the filter basket, along with hyperextension of the patients neck and use of a buddy wire. The filter basket was successfully retrieved with the second retrieval catheter. Reportedly, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. Failure to advance the retrieval catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted stents, and accessory device support. In this case, it was reported that the retrieval catheter could not be advanced through the carotid stent and the patients neck had to be hyper extended. This suggests there may have been challenging anatomical conditions and the retrieval catheter interacted with the implanted stent which likely contributed to the reported resistance during advancement of the retrieval catheter. The filter was successfully retrieved using a second retrieval catheter. In this case, the reported failure to advance and additional therapy appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The lot number was not identified; therefore, a device history record review could not be performed.